Event description:
User had several occurrences of erroneous results during one afternoon. Four patient samples were known to be effected. Two examples of erroneous potassium results were provided. Sample 1 initial result 8.3 mmol/l, repeat 4.1 mmol/l. Sample 2 initial result 7.9 mmol/l, repeat 4.4 mmol/l. The erroneous results were not reported. The field service representative determined there was a problem with the ise 2 dil reagent line. He adjusted the reagent line into the dil reagent and re-primed. Performance tests were performed.